Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my left coil pierced through my tube and was poking into my left ovary') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("poking into my left ovary") and uterine pain ("top of my uterus, it hurts."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, adnexa uteri pain and uterine pain outcome was unknown. The reporter considered adnexa uteri pain, fallopian tube perforation and uterine pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube perforation, uterine pain, ovarian discomfort. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.